Manufacturer narrative:
The root cause for the reported complaint "vision is not distinct" could not be determined; however, physicians say it could be due to intraocular pressure (iop). (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. An investigation was completed on the lot number provided. Two different processes were used when applying the localization labels to the device packaging. Photos were assessed and no issues (counterfeit or tampering) were observed. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A consumer's granddaughter reported that following bilateral intraocular lens (iol) implant surgery, the consumer's vision is not distinct in one eye. The consumer was prescribed eye drops for his/her intraocular pressure (iop). The granddaughter is in possession of both packages that contained the implanted iols. The granddaughter reports that the package from the lens implanted into this eye appears to be of different quality. The outside stickers seem to be "carelessly stuck" to the package, the carton did not seal properly and the russian language sticker is placed under the polyethylene cover, which is different from the box that contained the iol for the fellow eye.